Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fall sometime last year and the stimulator was still working okay, so they did not report it. They now had pain at their stimulator site and were unsure if it was related to the fall. It was reported that diagnostics and troubleshooting will be performed on (B)(6) 2017. It is unknown at this time, what actions/interventions will be performed. The issue was not resolved at the time of the report. No surgical intervention has occurred and it is unknown if surgical intervention will be planned. It was asked but unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-06-23 reporting that it was unknown diagnostics were done and there were no actions taken. The cause of the pain, if the pain had resolved, or what the patient¿s weight was at the time of the event were all unknown. It was noted that this information was confirmed with the hcp/account. No further complications were reported.